Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. There was no moisture observed in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap measurements were within the required specification. The returned battery cap fully tightened to the pump with no visible yellow o ring showing. The pump powered on with audible and vibratory features. The pump was unable to recover from the cs 069 after reboot. The cs 069 error was resident to the flash chip. The pump cover was removed and there was internal moisture found on the printed circuit board and internal components.